Event description:
The patient underwent total hip replacement in 2002. Recently the pt complained of pain of the hip, walking problem, and came to the hosp. The surgeon found that the cancellous screws broke and instability of the acetabular shell. The surgeon performed revision surgery in 2005.